Manufacturer narrative:
On 02/23/1206, product analysis lab completed examination of the returned product. Lot record review was completed, and lot was operating within required specifications at the time of release. The buttons of the returned device were not in the locked position upon receipt of the product in the product analysis lab. Based on the inspection findings, the investigator could not determine what may have caused the buttons to lock on first click, as reported by the user. The device was found to be undamaged and functioning per design. The alleged complaint could not be verified or duplicated.

Manufacturer narrative:
(B)(6). Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the delivery buttons locked after a new device was inserted. It was said that the new device was filled with 100 units of insulin. There was no evidence that the cannula was bent or occluded. It was reported that the device could not be unlocked and the insulin could not be delivered. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the device was not able to deliver insulin.